Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was not receiving effective left sided stimulation coverage. The patient's original pain pattern is bilateral feet. Reprogramming was unable to resolve the issue. Diagnostic testing revealed low impedance readings on multiple lead contacts. Further information revealed the patient's lead had pulled out of the epidural space. As a result, the patient underwent surgical intervention on (B)(6) 2016, where the lead was repositioned. The patient reported effective stimulation coverage postoperative and the reported issue is now resolved.